Event description:
Litigation alleges the patient suffers from pain, clicking, sensations of instability, discomfort, and locking of the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update 12/10/2014 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.